Event description:
It was reported during a tka, an x-ray of the patient, showed a gap at the anterior flange. It is unknown if this happened during surgery or if there was a revision due to this problem. No more information available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the reported gap was confirmed. The clinical/medical investigation concluded that, based on the lack of information, a root cause for the ¿gap¿ cannot be concluded. With the radiolucency under the anterior flange and under the femoral component loosening and migration cannot be ruled out. Further the impact to the patient cannot be determined. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.